Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft was intended to be implanted during the endovascular treatment of a 38x29mm aaa it was reported that during the index procedure, after placing the main body, the contralateral iliac branch was connected. The product was examined after opening and no issues were noted. After flushing, it was inserted into the body along with the guide wire and reached the target position. When the stent was ready to be deployed, the upper and lower parts of the blue handle separated and did not fit together. The physician attempted to press to merge the handle failed. At this time, after intraoperative evaluation, it could not be guaranteed that the stent could continue to work correctly. To ensure the patient's safety, it was decided to be removed and replaced with the new stent. Per the physician the cause of the event is undetermined. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Correction h6. Annex a and 'additional codes' annex g medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis conclusion: the reported separation of the delivery system's blue handle could not be confirmed based on the pre-implant films provided, therefore, the cause of the event could not be determined. Procedural angiograms showing the deployment attempt and images of the delivery system were not available for review at the time of this report. Analysis of the returned pre-implant images revealed moderate to severe tortuosity of the iliac vessels, but it is unknown if this may have contributed to any issues that could have led to the delivery system damage (e.g. Excessive force applied during deployment attempt of the device). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.